Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with a .125 x .050 piece detached from one grip. The grip fractured towards the base of the clip groove and had a bend below the fracture surface. The intact grip was bent around the same location as the broken grip. The location of the fracture/bending aligns closely with the installation depth of the grips on clip rack. Engineering concluded that the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the tip of the small clip applier instrument was observed broken. No missing or fallen pieces were reported.